Event description:
Initial reporter indicated that the site's handheld computer "gets stuck on the microsoft screen and MFR software does not show up." Good faith attempts are being made for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.